Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received, during a laparoscopic inguinal hernia repair procedure, the device plastic piece fell off the bottom hole of the item.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure the device plastic piece fell off the bottom hole of the item. The second balloon popped during inflation. Balloon usually pumped 40 times this popped at 39 pumps. No harm was caused to the patient. The devices are expected to be returned for evaluation.